Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete was returned with the stylet stuck in the lead body, and the helix was extended/stretched. Dried blood/tissue was present around the helix neck area. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched and fractured approximately 2 centimeters from the tip. Based on the clinical observations and the laboratory finding, analysis confirmed the clinical observations made against the lead in the field.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was opened from the package and the helix appeared to be extended prior to being deployed. During positioning of the rv lead, it was difficult to position as it got caught in the patient¿s anatomy. Furthermore, the helix would not rotate properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.